Manufacturer narrative:
The prosthesis wear alleged cannot be confirmed as the devices have not been revised. The reason for the legal filing may have been due to the inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information was provided. B3: corrected. H6: corrected health effect and investigation clinical codes. H10: updated.

Event description:
It is reported via legal documentation approximately 116 months ago the patient underwent right knee total knee replacement. The patient has experienced prosthesis wear. It is reported the patient will require a right knee revision surgery. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: 2943608 02-010-01-0350 - logic femoral ps cem right sz 5. 02-012-45-5040 - lgc tibial fit tray cem sz 5f/4t. 200-02-41 - three peg patella 41 mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.